Manufacturer narrative:
Due to missing test information that was not provided by the customer the specific root cause was unable to be determined. A field service engineer performed the regular yearly maintenance for this analyzer after this event and no further issues have been reported since. He also noted that he cleaned the ise block and changed a couple of solenoid valves.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k for gen.2 results for two patient samples. Of the data provided only the potassium data for one patient sample is a reportable malfunction. The initial potassium result was 8.4 mmol/l with a repeat result of 3.8 mmol/l. The initial result was not reported outside of the laboratory. The repeat result was deemed to be correct as the patient sample was also analyzed on a blood gas analyzer and the result obtained correlated with the repeat result. The specific value from the blood gas analyzer was not provided. There was no allegation of an adverse event. The reagent lot and expiration date for the potassium electrode was not provided. The customer stated that they have been having a lot of problems with their ion selective electrode (ise) and that it had been recently serviced. The investigation is ongoing.